Event description:
Plaintiff was employed as a laboratory technician/phlebotomist who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering various injuries which include pain, skin and eye irritation, bronchial asthma, wheezing, shortness of breath, difficulty breathing, frequent migraine headaches, anaphylactic reaction and shock, allergic latex sensitivity, fatigue, emotional distress, shock and fright.